Manufacturer narrative:
E1:name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
The patient reported experiencing a bent cannula event on (B)(6) 2026 which disrupted insulin delivery and resulted in high blood glucose 300 mg\dl and the elevated blood glucose was successfully managed by the patient through insulin delivery from the pump.